Event description:
It was reported that pump touchscreen was hard to press and sometimes did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so case was created and closed with no additional actions taken and no further information received regarding the outcome of event.